Manufacturer narrative:
Occupation ni equals lay user/patient. Device requested for return but was not available.

Event description:
The customer complained that they suffered from 2 previous strokes due to the inr results from their coaguchek xs professional meter serial number (B)(4). The customer stated that on (B)(6) 2018 at 9 pm they had a meter result of 3.3 inr. This result was released to the customer's doctor who despite the result being within the customer's therapeutic range (2.5 - 3.5 inr) decreased their warfarin dosage. The customer stated the warfarin dosage was reduced due to her history of her inr going higher in the summer months due to fluid retention. On (B)(6) 2018 the customer stated she had slurred speech, confusion, and right handed pain and weakness. The customer was transferred to the emergency room (ER) on the same day. While in the ER the customer had an laboratory result of 2.2 inr from an unknown reagent. The customer received a computed tomography (CT) scan, was given heparin, and then received an magnetic resonance imaging (MRI). The customer was hospitalized for 4 days and then released. The customer stated that the CT scan did not confirm a stroke, although the scan did show an abnormality. The customer stated that the MRI confirmed a stroke. The customer continued their warfarin therapy. One week later the customer returned to the hospital as word finding was difficult and they had weakness in their right hand. Another MRI was performed and another infarct in the brain was found. The customer was hospitalized for one day and then released. During the time between the two strokes, the customer received a heart echocardiography while in the hospital and the results were normal. The customer did not have any fever or infections prior to the stroke. The patient's current condition was provided as good. The customer does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, no changes in diet, and no new illnesses. The customer did state that they have been on lovenox but is not currently taking it. The customer stated the all the strips were used and are not available to be returned. The customer was using professional strips that were received from an unapproved distributor. Relevant retention test strips (lot 272161) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
Medical assessment of the case concluded the adverse events that occurred were in line with the patient's therapy changes and decrease in dosage, despite the patient results initially being in their therapeutic range. The inr results provided fit into the timeline and therapy changes provided. The event and results do not indicate that the device produced incorrect results.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.